Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. The patient was seen in clinic for follow up. The arrhythmia logbook showed an episode where a 31 joule shock delivered around the time that the patient reported passing out. The physician was concerned with the pause in pacing that was noted immediately after the shock. A boston scientific technical services (ts) representative reviewed the event from the arrhythmia logbook. Ts discussed that the pause that was seen was the standard, non-programmable 2.25 second post shock pacing delay. There were no additional adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.